Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was 5 years old at the time of the event and had reported to be used at least 3 times per week. Conclusion: the plausible root cause is therefore normal material wear.

Event description:
It was reported that the hex driver broke while rotating the rod.

Event description:
It was reported that the hex driver broke while rotating the rod.